Manufacturer narrative:
The reported events of a failure to interrogate, no pacing, and premature depletion were confirmed by analysis. Final analysis found that the device reached end of life prematurely, which resulted in the failure to interrogate and no pacing output. The cause of the premature depletion was unable to be determined. No further anomalies were detected.

Event description:
Product reference number: 2017865-2025-12887. Product reference number: 2017865-2025-12886. It was reported that the patient presented at clinic with complaints of not feeling well due to an arrhythmia. During an attempt to interrogate the patient's pacemaker, it was found that the device failed to respond to interrogation and had no magnet response or left ventricular (lv) output. It was suspected that the battery had depleted prematurely. Consequently, the patient's pacemaker was explanted and successfully replaced. Additionally, the patient's right ventricular (rv) lead exhibited low pacing impedance. This rv lead was capped on (B)(6) 2025 and replaced with a new rv lead. The next day, it was discovered that the new rv lead dislodged. The rv lead was re-positioned on (B)(6) 2025. The patient was stable.